Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined possible causes as follows: failure in the endoscope connector lock: the probability that the product was damaged in the normal use would be low. There is a high probability that the external force to be deviated from the recommended conditions was applied to the product instantaneously, causing the event. Deformation of the bnc connector: the probability that the product was damaged in the normal use would be low. There is a high probability that the external force to be deviated from the recommended conditions was applied to the product instantaneously, causing the event. Failure to display the endoscopic images: the repair report showed failure in the patient board. There is a high probability that the failure to display the images captured by the evis 180 series endoscope only was caused by a malfunction in the synchronization circuit of the patient board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem was confirmed and the cause assigned to a printed circuit board failure.

Event description:
A user facility reported to olympus that when connecting a "180 scope" to the cv-190 the "image pops up for a couple of seconds then it goes grey." If a "190 scope" is plugged into the cv-190, the cv-190 "works good." It was reported to olympus that the reported problem did not occur while in use on a patient and was found prior to use on a patient.